Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d4, d5, e2, e3, g1, h6. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 05-nov-2022 to 04- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device backup drive was failed. The field service engineer noticed that the flash drive was burnt out and sticked to chassis. He assisted the technical support to set up network backup and technical support configured map network drive to resolve the issue. The system functioned as intended after the field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis ciisafe system backup drive failed. During device inspection the field service engineer noticed a flash drive was burnt out and stuck to chassis. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device backup drive was failed. A field service engineer assisted technical support to set up network backup and technical support configured map network drive to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis ciisafe system backup drive failed. During device inspection the field service engineer noticed a flash drive was burnt out and sticked to chassis. There were no adverse events or injuries reported based on this event.